Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error codes 110e and 110f (spi bus failure). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that during the evaluation of the suspected device's event log, the rse noted that error codes 110e, and 110f were observed. The rse noted that a physical inspection of the data acquisition (da) to motor controller (mc) cable, and found no issues, and that the connections at each of the boards were secured. The service manual was reviewed, and the customer was directed to replace the da board. The rse also suggested replacing the da to mc cable per technicians discretion. The customer was provided with the part numbers for a replacement da board, and da to mc cable. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 05jun2024, 20jun2024, and 27jun2024 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
New details were obtained, and it was reported that the customer attempted to repair the device. The customer stated that while servicing the device, there was device information. It was then reported that the data acquisition (da) board was replaced, however, the issue was not resolved. The customer had an additional da board and attempted to replace the da board and cable(s) a second time, but it was then reported that the flow sensor was not showing any data on the screen. The air flow sensor readings were off, when the device setting was set to zero. Onsite service was requested. A philips field service engineer (fse) evaluated the device and reported that when the device was turned-on in-service mode, they noticed that air flow sensor part number, serial number, and hours where blank. The fse pulled event log, and found the following error code - 110e, 110f, 1110, 1113. The fse then tested the device in ventilation mode, and in less than one-minute low pressure error message (1009) appeared, and device shut down. It was determined that the device required a gas delivery system (gds) replacement. After replacing the gds replacement, the device was tested ventilation mode for several minutes without any errors. A full performance verification test was performed and was within specification. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.